Event description:
Upon removal of the irrigation drape from the irrigation warmer, the rn noticed there was fluid in the bottom of the warmer. She began inspecting the drape for a hole. The charge nurse was notified and took a picture of the fluid. She layered the drape on the table to dry. After the drape was dry, she poured irrigation into the drape to see if there was a leak. Fluid began dripping out the bottom of the drape through a pin-size hole. There were no holes identified in the packaging.